Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported deflation, and difficult to remove was unable to be confirmed due to the condition of the returned device. The balloon was separated at the proximal seal; however, it was still intact at the tip. The collapsed lumen was confirmed. Based on a visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a right av fistula. A 5 x 40 mm armada 35 balloon catheter was being used for post dilatation. It was advanced to the lesion and inflated. However, the balloon could not deflate. The balloon was inflated and deflated several times and the balloon partially deflated. The balloon could not be pulled into the introducer sheath, so the devices were removed as a single unit. Outside the anatomy, it was observed that the tip of the catheter had been pulled back into the balloon. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.